Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The tm reports that the doctor found the implant container empty at the time of use. It was confirmed that the procedure was concluded with the use of another implant. The affected dental position is unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2022120751. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Upon review of the DHR, packaging verification images (2) to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number 2022120751 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging incorrect component quantity. Based on the investigation and risk management file review as per dfmea/pfmea rmf, the most likely root cause determined from the investigation is label contains incorrect information, is damaged, illegible, incorrect color coding, smudged, or missing. Therefore, based on the available information, a packaging malfunction could not be verified. Without device receipt, the reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown / non-verifiable. H3 other text : product not returned.